Event description:
In 2005 that a customer had a problem with an electrode. According to the customer a pt swallowed one puppy dog electrode. The pt threw up for a while. There was redness around the lips and the gel stuck throughout pt mouth an throat.